Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right atrial (ra) lead exhibited suspected, intermittent right atrial (ra) lead undersensing during right ventricular (rv) sensing episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.